Event description:
It was reported that the temperature sensing foley catheter stopped working once placed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was confirmed and cause was unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for diagnostic purposes. A potential root cause for this failure could be "sensor wire too weak". An eggshell 3 way foley catheter was returned opened without original packaging. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance secure the foley catheter, use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate leave foley catheter in place only as long as needed foley catheter removal 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the temperature sensing foley catheter stopped working once placed.